Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw was unknown.

Event description:
It was reported during surgery that when the surgeon was tightening a screw the driver tip broke off in the head of the screw. The surgeon was unable to remove the driver tip from the head of the screw, therefore it remains in the patient's body. The surgery was completed with no delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00752 for the driver involved in this event.